Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has a medical history of smoking and hypertension. The index procedure was prompted by mi. During the index procedure three resolute onyx des were implanted in the cx and three resolute onyx des were implanted in the lad. During the index procedure, it was attempted to pre-dilate the mid-lad with a 2.0mm balloon but a dissection occurred. A grade a dissection of the mid lad was reported, not caused by a medtronic device. The investigator assessed the event as not related to the index device or antiplatelet medication. Sponsor assessed the event as possibly related to the resolute onyx index device but not related to the antiplatelet medication. The patient recovered.

Manufacturer narrative:
Additional information: sponsor assessed the event as not related to the index device. If information is provided in the future, a supplemental report will be issued.